Event description:
Information was received from a consumer (con) and healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient contacted the hcp because the patient heard the pump alarming that morning. The pump logs were checked and there were no alerts and nothing in the logs since the pump was implanted last month. The hcp played the audible alarms for the patient and the patient stated they were hearing the critical two tone alarm. The patient was feeling "a little tingling" in their legs but no other symptoms or change in therapy. The caller stated that weather may be contributed to the tingling. The agent asked if the patient had possession of their explanted pump and call stated they did not. It was reported the hcp called back to ask if a smart watch might have caused interference with the pump. It was confirmed the patient had not heard the alarm since yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.